Event description:
It was reported during delivery of the coil, resistance was encountered. Physician withdrew the delivery catheter with coil and found fiber from the coil in the catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.